Manufacturer narrative:
In the previous report, box b: adverse event or product problem was stated as "product problem," and the type of reported complaint was stated as "serious injury" the correct choice should have been "malfunction," which has been updated in this report.

Manufacturer narrative:
In the previous report, box b: adverse event or product problem was stated as "product problem," and the type of reported complaint was stated as "serious injury" the correct choice should have been "malfunction," which has been updated in this report.

Event description:
This report was initiated by the patient calling to register for the uno recall program. The manufacturer was contacted regarding the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging dissatisfaction and health issues with the device. The pms clinical expert assessed the reported harm of pleural thickening as a non-serious injury. Medical intervention was not specified. The manufacturer is obtaining additional information concerning this event, and the complaint is still under investigation. Once the investigation is complete, a final report will be submitted.